Event description:
A customer reported a cartridge alarm 31 that occurred during the load process. There was no adverse impact to the customer¿s blood glucose level. The customer refused assistance in loading a new cartridge and was advised by technical support to follow up if the issue persists.